Event description:
Code blue initiated on pt. Nurses unable to lower head of bed from high-fowlers position, so pt had to be moved toward bottom of the bed for chest compressions. Bio-med personnel were called to manually lower head of bed. Pt expired (long history of problems). Later, as room was being cleaned, head of bed spontaneously raised up again. Sent to bio-med for repairs. Bio-med replaced nurse control panel, foot-board, & right siderail headswitch, & cleaned clutch.